Manufacturer narrative:
One device was returned for analysis. Visual inspection found a buckled upstream occlusion seal. A visual inspection was performed and the reported issue was confirmed. The cause of the reported issue was unknown. As a result, the upstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a dead clock battery. During physical inspection, it was found that there was a buckled upstream occlusion seal. There was no patient involvement, no patient injury was reported.